Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call the sensor cannula was missing. Blood glucose was unknown. Also reported that sensors got stuck inserter and continuation of issues with sensor. The customer was advised that the sensor and serter needed to be replaced. The product will be returned for analysis.